Event description:
It was reported that patient underwent a bankart procedure utilizing a soft anchor on (B)(6) 2012. During the procedure, the suture fractured upon insertion. The anchor was left in the patient without the suture. Another anchor was available to complete the procedure successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.